Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the back therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed cetirizin ointment for the skin irritation. Outcome of the irritation is unknown.